Manufacturer narrative:
At revision, all components removed via posterior approach. On 30 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture, few days after primary cementless tha. The fracture was probably originated during primary surgery. Intraoperative fracture are known, described possible adverse events of tha procedure. No reason to suspect that this event is due to a faulty device. Batch review performed on 10 october 2016. (B)(4).

Event description:
The patient had a femoral fracture, not apparent on the initial postoperative x-ray. This patient will require femoral revision surgery booked for (B)(6) 2016.